Event description:
A nurse reported that during insertion of the intraocular lens the patient's capsule broke, the lens was removed and a vitrectomy was performed. In the opinion of the surgeon the iol did not cause the event.

Manufacturer narrative:
The lens was not received by the manufacturer for analysis. While we are not able to definitively determine the cause of this event, we have no reason to suspect the iol caused or contributed. Lens met manufacturing criteria prior to release. Iol not received for analysis